Event description:
It was reported that during an atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. The sheath was prepped without issues. During the procedure, the sheath was inserted into the patient with the dilator in, the dilator was removed, and flushing began. A lot of bubbles came out more than usual. Troubleshooting was performed, tried flushing again but still had a lot of bubbles. It was suspected that the valve might not be operating as expected. The sheath was replaced, and the procedure was completed without patient complications. The device was received for analysis and investigation is still in progress.

Event description:
It was reported that during an atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. The sheath was prepped without issues. During the procedure, the sheath was inserted into the patient with the dilator in, the dilator was removed, and flushing began. A lot of bubbles came out more than usual. Troubleshooting was performed, tried flushing again but still had a lot of bubbles. It was suspected that the valve might not be operating as expected. The sheath was replaced, and the procedure was completed without patient complications. The device was received for analysis and the investigation is still in progress. It was further reported that the batch lot number is not available as the device package was discarded.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device packaging was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during an atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. The sheath was prepped without issues. During the procedure, the sheath was inserted into the patient with the dilator in, the dilator was removed, and flushing began. A lot of bubbles came out more than usual. Troubleshooting was performed, tried flushing again but still had a lot of bubbles. It was suspected that the valve might not be operating as expected. The sheath was replaced, and the procedure was completed without patient complications. The device was received for analysis. It was further reported that the batch lot number is not available as the device package was discarded.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the packaging of the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.